Manufacturer narrative:
The device involved in the event was not returned for evaluation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the devices were manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted for 10 months with no reported issues prior to the reported event. A definitive root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings: *do not use sharp instruments near the extension tubing or catheter lumen. *do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event time: during the hemodialysis procedure (also after connection to the hemodialysis machine) as soon as the patient is connected to the hemodialysis machine, the machine gives an alarm that vision is detected in the extracorporeal circulation (in the blood system). Air bubbles are also visible in the system, there is also bleeding at the entrance of the catheter, although it is not extensive. The nurse, after a detailed examination of the entrance of the venous catheter, finds that the catheter is broken at the connecting part,a crack a few millimeters long (lumen leak).